Manufacturer narrative:
No product or photo was returned by the customer. It was reported that there was a small hole with leakage and air bubbles where the blue connector goes into the top of the pump. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked and had air bubbles. The following information was provided by the initial reporter: material #: 2420-0500 batch #: unknown it was reported a small hole with leakage and air bubbles where blue connector goes into top of pump.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked and had air bubbles. The following information was provided by the initial reporter: material #: 2420-0500 batch #: unknown it was reported a small hole with leakage and air bubbles where blue connector goes into top of pump.